Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was not performed since the lot number is unknown and no information was found in the system. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in active treatment on (B)(6) 2024 utilizing the 050-87216a liberty cycler set. The patient reported to the pdrn that she could not tell that the pd fluid was cloudy when first connecting to the treatment due to no ¿window¿ on the drain line. The patient woke up in the middle of the night with abdominal pain. The patient disconnected from the cycler, and manually drained into a single drain bag. The fluid was cloudy. The patient went to the emergency room (ER). The patient called the pdrn from the ER. A culture was obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The culture resulted negative for growth with white blood cell (wbc) count of 45,134. The monocytes were 43%, polymorphonuclear cells 57%, and eosinophils 0. The patient was prescribed intraperitoneal (ip) vancomycin 1g every 3 days and ip ceftazidime 1g daily for 28 days (currently treating). The patient was discharged on (B)(6) 2024. The suspected cause of the peritonitis event was touch contamination vs. A possible chronic inflammatory hypotonia due to lupus. The patient did not require the pd catheter to be pulled. The patient is continuing ccpd treatments 7 days per week.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The culture was negative for growth. The suspected cause of the peritonitis event was touch contamination vs. A possible chronic inflammatory hypotonia due to lupus. Enteric peritonitis can present as culture negative if the process involves the peritoneal membrane through a contiguous, non-infective, inflammatory reaction such as systemic lupus erythematosus (sle), a chronic, multi-organ inflammatory disease. Furthermore, negative growth peritonitis can also be the result of recent antibiotic exposure, suboptimal sample collection or culture methods or misclassification from slowly growing atypical organisms. It was reported that this patient had a recent peritonitis event in (B)(6) 2024. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in active treatment on (B)(6) 2024 utilizing the 050-87216a liberty cycler set. The patient reported to the pdrn that she could not tell that the pd fluid was cloudy when first connecting to the treatment due to no ¿window¿ on the drain line. The patient woke up in the middle of the night with abdominal pain. The patient disconnected from the cycler, and manually drained into a single drain bag. The fluid was cloudy. The patient went to the emergency room (ER). The patient called the pdrn from the ER. A culture was obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The culture resulted negative for growth with white blood cell (wbc) count of (B)(6). The monocytes were 43%, polymorphonuclear cells 57%, and eosinophils 0. The patient was prescribed intraperitoneal (ip) vancomycin 1g every 3 days and ip ceftazidime 1g daily for 28 days (currently treating). The patient was discharged on (B)(6) 2024. The suspected cause of the peritonitis event was touch contamination vs. A possible chronic inflammatory hypotonia due to lupus. The patient did not require the pd catheter to be pulled. The patient is continuing ccpd treatments 7 days per week.